Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fluid leak cannot be established as the product is not available for analysis. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was unable to have an erection with his ambicor penile prosthesis (app). The patient consulted with his surgeon and it was found that there was a leak in the system. A surgical procedure was performed to remove and replace the app. A patient outcome of stable was reported.